Event description:
Mityvac was used to assist with delivery in appropriate range (40-50cmhg) and traction was applied through one contraction. With the second contraction, the cap disengaged from the rest of the vacuum and maintained suction on the fetal head. After the failure of the vacuum extraction device, forceps were needed for the delivery, and there was a maternal perineal 4th degree laceration as a result. To remove the attached extraction cap from the infant's head, the physician had to insert her finger under the cap and slide it fully around the cap edge. No additional intervention was required for the infant, but there were lower apgar scores due to the longer delivery time. It is believed that the device was defective, especially due to the fact that the cap did not release easily, and the doctor stated that the vacuum applied was in the green range. Undue force was not applied.